Manufacturer narrative:
All buttons functioned properly. No damage in the keypad assembly was noted and no unlocked lcd keypad connector during visual inspection was noted. The pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a button error and damage on the insulin pump. The customer's blood glucose reading was 8.3 mmol/l. The customer stated that the buttons are not responding very well. The customer stated that there is a crack and the back part of the pump is always falling. The customer will be sent a replacement pump.